Event description:
Power to the device is interrupted when the device is moved causing it to intermittently shut down. Fault was discovered while device was on a pt. In spite of fault, the medic was able to keep device operational. There was no adverse pt outcome.